Event description:
Plate was implanted in 1995 for a tibial fracture. Plate was noted as broken seven months later and pt was diagnosed with delayed and non-union. Plate was removed during revision surgery twenty eight days later.